Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unable to prime unit during prime / a33 test due to faulty fsr. Gold unit received with cracked battery tube threads. Unit received with scratched lcd window. Unit received with missing end cap sticker.

Event description:
It was reported that the customer received a button error while asleep. Customer's blood glucose was 505 mg/dl. Customer also stated he was at a graduation party and ate a lot. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.